Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that during a stent procedure of the left carotid artery, a detachment and fracture of a previous stent placement was detected in the right carotid artery. Angiographic restenosis was noted during angio, but no change in flow velocity. No additional information available.